Event description:
This report is to advise of a displaced electrode found during analysis.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrode 11 was displaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode remains unknown.

Manufacturer narrative:
**UDI related data quality updates only**